Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, and temporary hemostasis appeared to be achieved. Fluoroscopy was not utilized to verify the disc was in the proper position. The staff then inserted the key into the lock/grip and retracted the black sleeve to expose the collagen. As the black sleeve was retracting, the device pulled back in the access site, indicating that the disc was originally not against the arteriotomy. At this point the green tube was exposed and bleeding was observed from the access site. The disc was de-deployed, the device was removed and the staff reverted to manual compression. In recovery, the patient complained of pain and ultrasound determined that there was no arterial flow to femoral artery. The vascular surgeon was consulted, surgery was performed to remove the collagen plug and flow was restored. The patient was discharged and doing well.